Event description:
The customer reported that the pt had a saturation level of less than 50 and the monitor was not alarming. The alarm limits were set at 80 and 100. The user alleged that the alarms were not suspended. Therapy was administered to the pt to bring the saturation level up to greater than 80. The user stated that there was no adverse impact to the pt.